Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up due to normal elective replacement indicator was approaching. Upon review, the pacemaker was unable to be interrogated. Increased current drain was observed however premature battery depletion was not suspected. No intervention was reported. The patient was stable throughout.

Manufacturer narrative:
The reported field event of unable to interrogate was not confirmed in the laboratory. The device was tested on the bench and was successfully interrogated. No anomalies were found.

Event description:
New information received noted the patient's pacemaker was still unable to be interrogated. The pacemaker was explanted and replaced due to normal elective replacement indicator on (B)(6) 2019. The patient was stable throughout.